Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a broken cable. The issue was found during reprocessing. There was no patient involvement.

Event description:
It was reported the camera head had a broken cable. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11. Corrected fields: d8, d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, but the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to user. Olympus will continue to monitor field performance for this device.